Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) received a message from the doctor asking if the therapy output changes when the ins battery depletes. The doctor said the patient (pt) was alleging that when the ins goes from 100% to 40% battery capacity the symptom control was not as good as when the battery level is at 100%. Technical services (ts) reviewed that the micro was a constant current output device and the therapy current output should be the same at 40% as 100% battery level. Rep said they will call the doctor back.